Manufacturer narrative:
Visual inspection shows the deployed array is slightly misshapen and deployment shaft has peeling is present. There was no issue with deploying the array. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that the array was bent. A intellamap orion catheter was selected for right atrial tachycardia procedure. When the orion was deployed in the patient the spines appeared bent. It was removed from the patient and it was clear that the splines were bent and no longer symmetrical. The procedure was completed using another orion and no patient complication occurred. However, returned device analysis revealed reeling of the deployment shaft.